Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the pump touchscreen became shattered. Subsequently, the pump became unresponsive. The customers blood glucose level was not impacted. It was indicated that the customer had manual injections available as alternate insulin therapy.